Manufacturer narrative:
No product has been returned for investigation. Radiographic images provided do not confirm the alleged malfunction of loose o-h connectors or lock screws. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..." "...compatibility: do not use the reline system with components of other systems, other than the armada system. Refer to the armada system instructions for use for a list of the armada system indications for use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system..." "...all implants should be used only with the appropriately designated instrument (reference surgical technique)..."

Event description:
On (B)(6), a post-operative radiograph revealed kyphotic deformity due loose set screws and o-h connectors. On (B)(6) 2018 patient underwent a revision procedure where both screws at l1 level were removed, a balloon kyphoplasty was performed and construct was extended. As per reporter set screws were confirmed loose during the procedure. The procedure was completed successfully.